Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during the set-up procedure for the implantation of a dual chamber implantable pulse generator (ipg), the external pulse generator (epg) failed to pace the patient. Another epg was used to finish the procedure without any complications. The patient received the dual chamber ipg. The status of the epg is unknown. No further patient complications have been reported as a result of this event.